Event description:
It was reported that an ilet user experienced signal loss between the dexcom g7 cgm and the ilet, while the dexcom app on the user¿s phone continued to display glucose values, and the connection to the ilet was restored after troubleshooting that included toggling bluetooth, restarting, and re-entering the sensor pairing code. Symptoms included no reported adverse clinical effects and no impact to blood glucose control. Outcomes included restoration of cgm data display on the ilet with no medical intervention, no emergency care, and no hospitalization. Investigation included technical troubleshooting and user education on device pairing and connectivity. Investigation of this case revealed a communication interruption between the cgm and the ilet that resolved with standard reconnection steps, consistent with intermittent wireless connectivity behavior; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity interruption related to wireless communication and environmental or mobile device factors.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.